Manufacturer narrative:
Upn corrected from h7493911412350 to h7493918412350. Device lot number corrected from unknown to 16360644. Device expiration date corrected from unknown to 01/26/2015. Device manufactured date corrected from unknown to 09/16/2013 (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element¿ plus stent was selected to treat the lesion. The physician tried to deploy the stent but it came loose on the balloon. It was noted to be loose in the vessel. The device was able to be retrieved into the guide and removed from the patient prior to its self deploying. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received at the complaint investigation site with the stent detached from the delivery system. A visual and microscopic examination found that the balloon had stent impressions on its surface indicating that the stent was crimped in the correct location during manufacturing. The stent of the device was not returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The balloon was microscopically examined and it can be confirmed that the balloon had 5 folds turning in a counter clockwise direction. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element plus stent was selected to treat the lesion. The physician tried to deploy the stent but it came loose on the balloon. It was noted to be loose in the vessel. The device was able to be retrieved into the guide and removed from the patient prior to its self deploying. No patient complications were reported and the patient status is fine.

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element plus stent was selected to treat the lesion. The physician tried to deploy the stent but it came loose on the balloon. It was noted to be loose in the vessel. The device was able to be retrieved into the guide and removed from the patient prior to its self deploying. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).